Event description:
In 2007, three gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. When a gore introducer sheath with silicone pinch valve was removed, the pt's right external iliac artery ruptured. The rupture was successfully repaired with a 10 mm dacron hemashield graft.

Manufacturer narrative:
The device was discarded by the facility. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.